Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that cardiac arrest, ventricular tachycardia and st segment elevation occurred. It was reported that a farawave catheter was selected for ablation to treat an atrial fibrillation (afib). During procedure, the in-patient ejection fraction (ef) was 15%, it was completed all pulmonary vein isolation (pvi) lesions, and it was needed more lesion on the posterior wall (pw). The patient converted into sinus rhythm and went into cardiac arrest; therefore, cardiopulmonary resuscitation (CPR) was initiated. Patient went into ventricular tachycardia (vt). Afterwards, left heart catheterization was performed due to st elevation, and all coronaries were open. The physician attempted to place a non-boston scientific heart pump due to small artery. Thoracic surgeon was called to take patient to the operation room (or) for an axillary non-boston scientific heart pump placement. The patient was sent to the intensive unit care (ICU). Per the physician's opinion, the outcome was not due to pulse field ablation (pfa) ablation. Product return is not expected as it was retained by customer.